Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(6) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Unknown.

Event description:
Customer reports circumferential redness under the tan tape collar of his skin barrier. He first noted this red rash like area over the summer off and on for 2-3 months but this area eventually resolved. He noted this area again approximately 2 months ago. He cleanses his peristomal skin with soap. He uses adhesive remover and past to clean his peristomal skin. He does experience itching from the area. He usually changes it every 5 days. Patient outcome was not reported.